Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On 23-jun-2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.